Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited poor sensing; a micro-dislodgement was suspected. The lead could not be repositioned and was explanted and replaced. The patient was doing well post procedure.